Event description:
Revision surgery - the pt fell. Therefore, the surgeon had to revise the reverse shoulder prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to remedy symptoms incurred due to a fall after 4.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause was most likely due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - this is the second revision surgery ((B)(4)). The patient fell and was revised to a reverse shoulder prosthesis (rsp).